Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant product(s): syringe, pca tube.

Event description:
The customer reported that the set was initially infusing normal saline by gravity, when the patient arrived to the unit, the user added a device. At that time, the patient went to x-ray and upon arriving back to the floor the user noticed that the normal saline was leaking from a "split in the tubing" either at the lower fitment or slide clamp. Other infusions at the time were an unspecified pca infusion. There was no report of patient harm. The event occurred on the med/surg unit.

Event description:
The customer reported that the set was initially infusing normal saline by gravity, when the patient arrived to the unit, the user added a device. At that time, the patient went to x-ray and upon arriving back to the floor the user noticed that the normal saline was leaking from a "split in the tubing" either at the lower fitment or slide clamp. Other infusions at the time were an unspecified pca infusion. There was no report of patient harm. The event occurred on the med/surg unit.

Manufacturer narrative:
Patient demographics requested however not provided.